Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to dislodgement. The lead is no longer in service. No additional adverse patient effects were reported.